Event description:
In a prospective, multicenter, randomized, open-label, outcome assessor¿blinded study conducted to determine the "effect of stenting plus medical therapy vs medical therapy alone on risk of stroke and death in patients with symptomatic intracranial stenosis" (the cassiss randomized clinical trial), out of 358 patients eligible, 176 patients underwent medical therapy with balloon angioplasty and stenting with the subject stent between 05 march 2014 to 10 nov 2016 and were followed up for 3 years. It was reported in this study that there were 3 deaths (related to stroke) within 3 yrs. 1 death was due to hemorrhagic stroke within 30 days of enrollment where patient developed massive cerebral infarction and brain hernia either due to guidewire perforation or due to reperfusion. 2 other deaths were due to ischemic stroke. No further information was available. Multiple devices were used in conjunction with the subject stent and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all events of death covered within this literature source.

Manufacturer narrative:
The device remains implanted in the patient.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. It cannot be confirmed if the device met specification, as the device was not returned. Patient death and patient stroke are documented in the wingspan dfu/clinical experience summary as anticipated outcomes of these types of procedures. An assignable cause of anticipated procedural complication, will be assigned to the reported events of patient stroke and patient death, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
In a prospective, multicenter, randomized, open-label, outcome assessor¿blinded study conducted to determine the "effect of stenting plus medical therapy vs medical therapy alone on risk of stroke and death in patients with symptomatic intracranial stenosis" (the cassiss randomized clinical trial), out of 358 patients eligible, 176 patients underwent medical therapy with balloon angioplasty and stenting with the subject stent between 05 march 2014 to 10 nov 2016 and were followed up for 3 years. It was reported in this study that there were 3 deaths (related to stroke) within 3 yrs. 1 death was due to hemorrhagic stroke within 30 days of enrollment where patient developed massive cerebral infarction and brain hernia either due to guidewire perforation or due to reperfusion. 2 other deaths were due to ischemic stroke. No further information was available. Multiple devices were used in conjunction with the subject stent and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all events of death covered within this literature source.